Manufacturer narrative:
Section d4: serial number corrected. Manufacturer's investigation conclusion: the reported event of difficulty establishing bluetooth connection was not confirmed. It was reported that issue was resolved by swapping out the heartmate touch tablet, heartmate touch adapter, and power module. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app error messages, and the actions to take when the alarms occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the nursing staff on the third east ward could not connect the patient via bluetooth. They swapped the equipment trolly to a different system and connected without issue.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.